Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis peri-operatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A manufacturing deficiency was not identified. Based on the information received, this event was most likely related to contamination at the time of surgery. This event was not attribute to the device. Edwards¿ bioprosthetic heart valves are manufactured with robust controls and effective sterilization that would prevent potential contamination. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case edwards received information from the implant patient registry that a 31mm bioprosthetic mitral valve was explanted after an implant duration of one month, and 11 days due to acute bacterial endocarditis. Through medical records it was learned that patient was readmitted to the hospital 2 days after being discharged from a mitral valve replacement procedure due to fevers and signs of infection with positive blood cultures. Patient completed a 30-day course of intravenous oxacillin but continued to have short of breath and low grade fever. Echocardiography demonstrated perivalvular leak and it was assumed the endocarditis infected the valve and dehisced from a portion of the mitral valve annulus. Patient was re-placed on antibiotics and became progressively worst of congestive heart failure. Patient underwent a redo mitral valve replacement. Intra-operatively, the previous placed valve was excised and abscess cavity was formed in the mitral annulus closes to the aorta. It was evident that valve sutures had torn away in this area and there was significant perivalvular defect. The 31mm valve was exchanged with another 31mm bio prosthetic valve. Patient tolerated the procedure well and was discharged in stable condition.